Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that an inappropriate shock was delivered due to noise in the primary vector involving this device. A review of the data by technical services (ts) noted that the episode was related to non cardiac noise recorded in the primary vector. Testing took place and confirmed appropriate lead inserting, while noise was reproduced while palm pressing in all vectors. The primary and secondary vector showed noise oversensing during testing in the supine and standing positions, while the secondary vector showed low r wave amplitudes and noise with minimal effort. Ts discussed further troubleshooting for this case. Additional information noted that this patient received another inappropriate shock due to noise reproduced in the alternate vector in this hospital. Ts recommended the patient to be hospitalized to perform further investigation prior to a possible system revision. Ts was waiting for further data from the field personnel. At this time the device remains implanted. No adverse patient effects were reported. A follow up took place and it was not possible to reproduce noise in a standing or supine position, the pocket was opened and a stable connection was confirmed and no noise was reproduced. The system was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inappropriate shock was delivered due to noise in the primary vector involving this device. A review of the data by technical services (ts) noted that the episode was related to non cardiac noise recorded in the primary vector. Testing took place and confirmed appropriate lead inserting, while noise was reproduced while palm pressing in all vectors. The primary and secondary vector showed noise oversensing during testing in the supine and standing positions, while the secondary vector showed low r wave amplitudes and noise with minimal effort. Ts discussed further troubleshooting for this case. Additional information noted that this patient received another inappropriate shock due to noise reproduced in the alternate vector in this hospital. Ts recommended the patient to be hospitalized to perform further investigation prior to a possible system revision. Ts was waiting for further data from the field personnel. At this time the device remains implanted. No adverse patient effects were reported. A follow up took place and it was not possible to reproduce noise in a standing or supine position, the pocket was opened and a stable connection was confirmed and no noise was reproduced. The system was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that an inappropriate shock was delivered due to noise in the primary vector involving this device. A review of the data by technical services (ts) noted that the episode was related to non cardiac noise recorded in the primary vector. Testing took place and confirmed appropriate lead inserting, while noise was reproduced while palm pressing in all vectors. The primary and secondary vector showed noise oversensing during testing in the supine and standing positions, while the secondary vector showed low r wave amplitudes and noise with minimal effort. Ts discussed further troubleshooting for this case. Additional information noted that this patient received another inappropriate shock due to noise reproduced in the alternate vector in this hospital. Ts recommended the patient to be hospitalized to perform further investigation prior to a possible system revision. Ts was waiting for further data from the field personnel. Additional data was uploaded for ts review and ts noted that all of the new recorded episodes were indicative and confirming a lead or connection mechanical issue and the patient may be exposed to further inappropriate therapies. At this time the device remains implanted. No adverse patient effects were reported.